Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, during infusion of saline using pulsed technique, there is evidence of fluid leaking from the insertion point. Later, after evaluation by the PICC team, the device is removed and replaced. The removed PICC shows a fissure approximately 6.5cm from point 0 (exit site). It was reported via survey 12/19/2024: the catheter was placed (B)(6) 2024 and removed (B)(6) 2024, with a 33% vein to catheter ratio. The total length of the catheter was 39cm, inserted in the brachial vein, exit site 3cm marking, secured with a secureacath, and locked with saline in between uses. Centimeter markings face up, the PICC was dressed straight along the patients arm, and cleaned with chlorhexidine 2% in alcol isopropilico poured from a bottle. PICC used for oncology treatments of carboplatino, taxolo and leak was 6.5cm internal to the patient, causing extravasation 111 days after being placed. PICC reported to be occluded and was flushed with saline solution in 10cc syringe.